Manufacturer narrative:
The returned sensor was evaluated. During investigation the device failed continuity when tested with known good lab equipment a "check sensor connection" error message was displayed.

Event description:
The customer reported that these devices are either not lighting at all, or intermittently losing signal. No patient incident reported, and will intermittently engage in monitoring.